Manufacturer narrative:
Difficulty was also experienced when attempting to cross the guidewire over the lesion. The nc euphora was the 6th inflation of the vessel, the device was inflated above rbp. Image review: the returned images showed evidence of diffused disease in the right coronary artery, the vessel was severely narrowed. The images showed a previously deployed stent further proximal to the area intended for treatment. The area of the previously deployed stent was reported to have in-stent restenosis. There is evidence of the balloon being inflated in the vessel, the balloon appears to have difficulty inflating fully and appears to only partially expand. Attempts are made to remove the device.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon. The device was prepped and inspected before use with no issues noted. Negative prep was performed with no issues noted. The rca was dominant and calcific with stents in its proximal and mid portions. There was a critical in-stent restenosis of the rca and distal to the stent was a lesion of about 95%. The vessels were heavily calcified. The vessel was initially pre-dilated with no substantial improvement. The 2nd attempt to dilate the vessel the physician used a larger diameter balloon with improvement to less than 50% residual stenosis achieved. The final attempt to pre-dilate the lesion was made with the nc euphora balloon. The balloon passed through a previously deployed stent. It was reported that resistance was encountered while advancing the device but no excessive force was used. Only partial inflation was achieved with the balloon on two inflation attempts. It was reported that the balloon then would not move at all. It could not be advanced or withdrawn. Intracoronary nitroglycerin and verapamil was given for vessel spasm but the physician was still unable to remove the balloon. A wire was advanced and positioned distal to the balloon but the balloon still would not move. It was reported that a partial linear dissection occurred. The patient was sent to surgery for a bypass of the rca and successful removal of the balloon catheter by the physician. It is reported that the rca contained the dissection. Patient was on aspirin and clopidogrel. The physician believed that the removal difficulties were as a result of lesion morphology and the vessel spasm. Patient is doing well with no issues reported post surgery. Device evaluation: the distal shaft of the nc euphora device was stretched. The balloon was partially inflated. The balloon was inflated to rated burst pressure (20atms) within specification time and deflated within specification time.